Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent is-1 connector pin was observed. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. Furthermore, cuts in the insulation and deformations of the outer conductor coil were observed which most likely occurred during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. The lead was implanted while the patient was on vacation outside of the us.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.